Event description:
It was reported that the left ventricular lead exhibited high threshold. An x-ray revealed the lead dislodged. The lead was explanted and replaced. The patient was in normal condition.

Manufacturer narrative:
Final analysis found normal lead characteristics.